Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with an unknown blood glucose at the time of the incident. The customer reported feeling weak, falling, and waking up five hours later stuck between a chair and the wall. The customer looked at their insulin pump and the screen was blank and it would not turn on. The customer treated with glucose tablets. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was also hospitalized due to pneumonia, respiratory syncytial virus, and urinary tract infection. The customer also reported the doctors mismanaged their diabetes with a slow insulin drip and led to them having a high blood glucose of 600 mg/dl. The insulin pump alarm history showed power loss alarm, replace battery, low battery, and post-reset ram crc alarm. The insulin pump will not be returned for analysis.